Manufacturer narrative:
The investigation for the hematoma and sepsis has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the right axillary artery for mechanical circulatory support. On support day 3, it was reported that the patient experienced a small hematoma at the impella axillary insertion site. No information was provided on treatment or resolution of the hematoma; it was noted that the patient was stable. On support day 19, it was reported the patient became septic from a jp drain that was in place with the impella 5.5. The patient subsequently expired while on impella 5.5 support. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.